Event description:
User reports suspected false negative results for troponin t on samples with an elevated troponin I. No adverse events reported in association with the false negative results. If additional info is received, appropriate notification will be provided.